Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified the statement ¿the doctor initially tried to implant the stimulator on the left side but was unable to, so they implant on the right side¿. This was clarified to that the healthcare professional was unable to get ideal alignment of the lead to nerve in s3 (left), so they implant in the right s3. The cause of the stimulation too high causing pain was unknown. It was said that the pain was resolved, and the patient was receiving good benefit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had pain on the side where the stimulator is, left buttocks, going down both legs into the thighs. They tried turning stimulation off, which made a slight difference. They are currently on program 5 with an amplitude of 1.2 v. The patient attempted to change programs but saw an error. They dismissed the error, changed to program 1, and increased to 0.6 v. They felt stimulation in the bicycle seat area and stated they noticed some relief. They reported the doctor initially tried to implant the stimulator on the left side but was unable to so they implanted it on the right side (the patient did not provide any additional information about this). They will monitor their symptoms and adjust again as needed.

Manufacturer narrative:
Continuation of d10: product ID 978a128; lot# va29bx6; implanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had pain going down both legs which they reported they are still experiencing. Patient services suggested decreasing stimulation. They had an appointment with their healthcare professional on (B)(6) 2021. Patient to review implant for position and depth and discuss pain.